Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient incorrectly programming bolus).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: pump history shows the last basal delivery and the last bolus delivery were recorded on (B)(6) 2014. Black box shows pump was running in year 2007 from (B)(6) to 10/20; pump was runnig on correct time. No alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. A 10u normal bolus and a 10u audio bolus were successfully performed and accurately recorded in pump history. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate initial complaint. Battery compartment is cracked between bumper pad and cover. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 20-29mmol/l with symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and all settings are correct. The reporter stated that the patient was under a great deal of stress, miscounting carbohydrates, failure to bolus and the bolus type was incorrectly programmed. This report is being made due to the hyperglycemic event the patient experienced that resulted from incorrectly programming bolus.